Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not complete boot up. No pt injury was reported.